Manufacturer narrative:
(B)(4).

Event description:
The patient presented to the clinic for a follow-up. Device interrogation indicated loss of lv capture. X-ray images revealed the lv lead had dislodged. Subsequently, surgical intervention was undertaken during which the lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.